Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the leading haptic tucked in behind optic as the plunger advanced the lens during the surgery. Hence the surgeon decided to replace the lens with a new lens and the surgery was completed without any adverse effect to the patient. There was no patient contact.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned demonstrating the reported event. The returned photos show device (nozzle part only) on a monitor screen. The reported event leading haptic tucked behind the optic appears to be observed on the returned photos. The root cause for the reported complaint could not be determined. The product was not returned for analysis. While the investigation did not identify a manufacturing issue, the pre-loaded delivery system product information document outlines several factors that could impact successful intraocular lens (iol) delivery outcomes, including. Qualified ophthalmic visocsurgical device (ovd) use: for optimal iol delivery, use a company qualified ovd with the pre-loaded delivery system. Company has rigorously tested these products to ensure their ideal interaction with the iol and lens delivery components. Use of a non-qualified ovd or substitute product may compromise this compatibility, potentially increasing the risk of nozzle damage, iol damage, and/or other complications during use. The pre-loaded delivery system and company-qualified ovds should be used at operating room temperatures between 18 degree celsius (64 degree fahrenheit) and 23 degree celsius (73 degree fahrenheit). Allow both the system and ovd to reach operating room temperature for at least 30 and 20 minutes, respectfully, before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become excessively pliable, potentially affecting proper haptic folding and unfolding. Either of these situations can increase the risk of haptic issues, iol damage, nozzle damage, and/or other complications during use. Sufficient ovd volume: fill the pre-loaded delivery system with an company qualified ovd through the designated ovd port until ovd is observed flowing to the distal end of the nozzle tip. Insufficient ovd volume may compromise iol coverage within the nozzle lumen, increasing the risk of iol folding/unfolding issues, iol damage, nozzle damage, and/or other complications during use. Additionally, do not attempt to add ovd to the device after the lock-out assembly has been removed, or lens damage may result. To maximize iol delivery success, precise adherence to the information provided in the pre-loaded delivery system product information document is crucial. Any deviation may potentially lead to haptic issues, iol damage, nozzle damage, and/or other complications during use. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).